Manufacturer narrative:
Terumo has received the actual device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and more information becomes available. (B)(4). Conclusions: not yet available, evaluation in progress.

Event description:
The user facility reported to terumo cardiovascular systems that during cardiopulmonary bypass the fx oxygenator would not oxygenate appropriately. The patient was on pump for 5 minutes when the flow went from 1.4 to 0.7 l/min. The cannula line was verified to be functioning. The gases were normal. The perfusionist increased the centrifugal pump to 3000 rpm. The flow then increased to .95 l/min. Customer stated there was no impact to the patient. No known impact or consequence to patient. Product was not changed out. Surgery was completed successfully.